Event description:
The radiology equipment was inoperable during the case on three occasions with one break in the case of over twenty minutes. Please note this was a general anesthesia case. The siemens representative was in house and stayed during in the department for the entire procedure.the new siemens angio room has been malfunctioning frequently, and a patient's life could be endangered.

Event description:
Reporter stated that a neonate's blood glucose was measured on the accu-chek performa system with a result of 41 mg/dl. The neonate's blood glucose was simultaneously tested on an accu-chek sensor system with a result of 64 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect products for eval.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the suspect device used with the performa system. (B)(4).